Manufacturer narrative:
U.s. Reporting agent notified on: (B)(4) 2014. Manufacturing site evaluation: evaluation is ongoing.

Event description:
Country of complaint: (B)(6). Complaint states: (B)(6) female who on (B)(6) 2014 underwent c-section due to placental abruption. Safil absorbable surgical suture was used for closure of abdominal fascia and incision. On (B)(6) 2014, the patient's surgical incision developed infection with exudate. Healing of the wound delayed. Some stitches were removed and incision was re-opened for drainage. Nurse continued to make sterilization and dressing replacement. Sample not available. Need batch review.